Manufacturer narrative:
The complaint device was received and evaluated. It was noted that the facility has sent back an unopened, new anchor back for evaluation. The complaint anchor/ sutures were not sent back. We cannot confirm this complaint without the complaint device. The new anchor was inspected for any suture anomalies and none were observed. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Additional follow up with the suture supplier revealed no anomalies in the manufacture of panacryl suture that was used in this lot of gii quick anchors. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate that during the surgery the physician wanted to make a knot at the anchor. Three times the suture tore at the knot. Procedure was finished successfully with same like device. No patient harm reported.

Manufacturer narrative:
Investigation summary: the complaint device was received and evaluated. It was noted that the facility has sent back an unopened, new anchor back for evaluation. The complaint anchor/ sutures were not sent back. We cannot confirm this complaint without the complaint device. The new anchor was inspected for any suture anomalies and none were observed. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Additional follow up with the suture supplier revealed no anomalies in the manufacture of panacryl suture that was used in this lot of gii quick anchors. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatches: 1221934-2018-51075, 1221934-2018-51074. This report was filed inadvertently for the failure which had a sentinel event after this complaint was received. Therefore this complaint is not a missed malfunction under mitek's corrective and preventative actions (CAPA).